Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller indicated that the patient was having to charge more frequently and not getting as good of connection. The caller indicated that this issue started about the a month ago (tss selected asked, unk for the event date as this could have been in 2020 or 2021). The patient claimed that she was charging once every 10 days and recently it has been every other day. The caller indicated that the range of impedance was 710ohms to 870ohms. Recharger serial number was asked, unknown. The caller provided the following recharging data from the tablet:1/12 charged from 40 - 90% duration of charging session 45min1/14 charged from 30 100% duration of charging session 1.2 hours1/18 charged from 30-100% duration of charging session 56 min1/21 charged from 40-100% duration of charging session 1.1 hours1/24 charged from 20-100% duration of charging session 1.5 hours1/28 charged from 30 90% duration of charging session 1.2 hours2/1 charged from 10-60% duration of charging session 1.4 hours2/1 charged from 60-100% duration of charging session 1.8 hours2/4 charged from 40-100% duration of charging session 1.2 hours2/7 charged from 40-100% duration of charging session 1.3 hours. The average recharge interval is 2 days. The coupling was excellent on the first few of the 10 charging sessions and since (B)(6)the coupling is good or poor. The check energy recharge interval calculation was run on the tablet and the caller indicated that group a showed 2.2 days and group b showed 13 days. The caller indicated that the stimulator completely depleted at some point and at that point the patient switched from group b to a. The caller thought that this was associated with the change in recharge interval. The issue was not resolved through troubleshooting. The caller indicated that the patient's md is going to review the pocket to determine if the device is tilted and may be affecting the coupling and amount of time required to charge the ins. The caller further indicated that the patient went to sleep and the ins battery level was at 40% and then in the morning the battery level displayed 60%. The caller indicated concern that the ins battery level increased overnight. The caller did not request troubleshooting on this issue. The caller did not have access to the external devices to provide the serial numbers at the time of the call. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# unknown, product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient¿s controller would say 60% charged and the internal battery would say 40% and then they both drop to 0. The patient stated it had happened a number of times. There were no know factors reported. The issue was not resolved at the time of the event. No surgical intervention occurred and it was asked but was unknown if surgical intervention was planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that trouble shooting showed us that group a was on and that she normally used group b. So, rep tested group a and the settings made the recharging intervals much closer together. Rep changed her back to group b and and ran the energy to see and her intervals would be 7 days. She is happy with that. Rep figured out that her battery died completely about a month ago and when it turned back on she must have turned to group a. She now understands if she uses group a it will need charging more often. Rep didn¿t even go into the part that she said it was 40%at night and then 60% the next morning. Rep will have to see if she reports that again or if it was just a mistake on her part.